Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a flexible sigmoidoscopy procedure performed on (B)(6) 2024. During the procedure, when the balloon was inflated to 18mm after 5-10 seconds it popped. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.